Event description:
The pump showed an early eri (elective replacement indicator); it showed on (B)(6) 2011. At last check (date not reported), it showed "other eri." The pump was replaced. There was reported to be no pt injury. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4): device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.